Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was a call service 088 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/11/2015 with the following findings: a review of the pump's black box showed evidence of one call service 088 alarm on 12/04/2014. An ezprime and 24 hour duration test were successfully completed with no call service alarms being duplicated. There was no evidence of internal moisture or damage when the pump was opened for investigation. The complaint was confirmed in the pump history but not duplicated during testing. Unrelated to the initial allegation, the battery compartment was cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.